Event description:
A us distributor contacted zoll to report that a patient reported itchy skin under the garment. There was no alleged device malfunction contributing to the irritation. Patient was prescribed hydrocortisone cream by a physician. Follow up indicated that the patient was using an anti-itch cream and that alleviated the issue.